Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A review of the device manufacturing record found no deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 8238139. A review of the device manufacturing record found no deviations or anomalies.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Clinical notification received for revision of right total hip to address polyethylene liner wear. Date of implantation: (B)(6) 2016. Date of revision: (B)(6) 2020; (right hip). Treatment: acetabular liner and femoral were revised. Revision operative notes (B)(6) 2020 indicate the patient received a right total hip revision due to recurrent instability and subluxations as well as one instance of dislocation. It is also indicated that the patient has an insufficient posterior soft tissue cuff. Upon entering the joint, hemarthrosis was encountered. The surgery was completed without indication of complication by the surgeon. There was no mention of poly liner wear at the time of revision.